Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist for a dental cleaning and were informed by their dentist that their bottom teeth have bone loss. They will be taking a pause on treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.